Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that "patient intubated with this tube. Becomes way too soft after +/- 30 minutes. The tube folds and prevents ventilation. The fixation of the evac tube continually comes undone, slips, incompatible with our suctions. Non-continuous radio-opaque line at the level of murphy's eye which can cause misbehavior at the level of the location of the tube itself. The balloon deflates and does not seem to be compatible with our "intelligence" which allows us to ensure the pressure of the balloon. For the prevention of lesions as well as ventilator-acquired pneumonia". There was patient involvement and no patient harm.